Event description:
Event description cpi received information that this bipolar lead would not afix to the heart wall. During a replacement procedure of an single chamber implantable pulse generator (ipg) the physician elected to implant a dual chamber ipg and a lead in the artium. After multiple attempts the lead would not afix to the heart, the physician expressed dissatisfaction with the lead. The physician implanted another lead of the same model with sucess.